Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced all four (4) of the device's battery pins. Proper device operation was then observed through functional and performance testing. Physio further examined the removed battery pins and observed that all four (4) were worn. Each of the pins showed similar wear and when tested for retention force, one of the pins showed no retention ability. Further examination of that pin showed that it also appeared to be slightly damaged.

Event description:
During a routine performance inspection procedure (pip) on a physio-control loaner device, physio observed that the unit powered off by itself when removing only one (1) of the device's two (2) batteries. The battery that remained in the device had sufficient energy (4 led's) when the loss of power was experienced. There was no patient use associated with the reported event.